Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter(aus) after a sling device was implanted due to the patient being dissatisfied with the level of incontinence. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the sling did not fail due to a malfunction, but the patient's level of incontinence was not satisfactory so the patient decided to have the aus placed.

Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter(aus) after a sling device was implanted due to unspecified reasons. A patient outcome was not reported.